Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) values that dropped to 17 mg/dl. The patient lost consciousness. For treatment, the patient was given orange juice and food. The pod was worn longer than 48 hours on the abdomen. The patient was discharged after 3 hours.